Manufacturer narrative:
The pod was returned with the cannula assembly in the fully deployed position. Inspection of the pod data found the pod completed priming in an expected number of pulses and was deactivated by the user after second prime. Inspection of the needle mechanism found it free of abnormalities that would lead to the cannula failing to deploy. The pod needle mechanism was successfully reset into the locked and loaded position, upon rotation of the ratchet gear, the needle mechanism deployed as expected. The exact timing of the deployment of the cannula cannot be determined.

Event description:
It was reported that the cannula did not fully deploy as intend when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.